Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A47840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included palpitation. Concurrent conditions included insomnia, obesity, perineal pain, irregular menstruation, and menstrual disorder. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/severe anxiety"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth fracture ("dental problems/teeth breaking"), fatigue ("fatigue"), mood swings ("mood swings"), libido decreased ("low libido"), depression ("depression"), vulvovaginal mycotic infection ("vaginal yeast infection") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial and ablation (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, and urinary tract infection had resolved, the anxiety, vaginal haemorrhage, libido decreased and depression was resolving and the alopecia, hormone level abnormal, headache, female sexual dysfunction, tooth fracture, fatigue, mood swings, the last episode of weight increased, vulvovaginal mycotic infection and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, libido decreased, menorrhagia, mood swings, pelvic pain, tooth fracture, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2017. Type of additional surgeries: other. Patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti, hair loss, hormonal changes, headaches, weight gain and severe anxiety. Right side coils:-9. Left side coils:-5-7. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporters information updated. Lot no. Were added. Event: , abnormal bleeding (vaginal, ), apareunia (inability to have sexual intercourse), , dental problems, fatigue, mood swings, low libido, depression, weight gain , vaginal pain , yeast infection were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A47840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included palpitation. Concurrent conditions included insomnia, obesity, perineal pain, irregular menstruation and menstrual disorder. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/severe anxiety"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth fracture ("dental problems/teeth breaking"), fatigue ("fatigue"), mood swings ("mood swings"), libido decreased ("low libido"), depression ("depression"), vulvovaginal mycotic infection ("vaginal yeast infection") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial and ablation (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and urinary tract infection had resolved, the anxiety, vaginal haemorrhage, libido decreased and depression was resolving and the alopecia, hormone level abnormal, headache, female sexual dysfunction, tooth fracture, fatigue, mood swings, the last episode of weight increased, vulvovaginal mycotic infection and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, libido decreased, menorrhagia, mood swings, pelvic pain, tooth fracture, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2017. Type of additional surgeries: other. Patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti, hair loss, hormonal changes, headaches, weight gain and severe anxiety. Right side coils:-9. Left side coils:-5-7 . Lot number reported (a47840) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/severe anxiety"), urinary tract infection ("uti"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and urinary tract infection had resolved and the anxiety, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2017. Type of additional surgeries: other. Patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti, hair loss, hormonal changes, headaches, weight gain and severe anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, bleeding: menorrhagia (heavy menstrual bleeding), anemia, psych injury/ other: severe anxiety,bladder/urinary problems: uti, other injuries/symptoms: hair loss, hormonal changes, headaches, weight gain and plaintiff did not undergo essure confirmation test were added. Implant date was updated. Explant date was added. Product indication was updated. Patient¿s date of birth was added. Reporter¿s information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no: a47840-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included palpitation. Concurrent conditions included insomnia, obesity, perineal pain, irregular menstruation and menstrual disorder. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury/severe anxiety"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth fracture ("dental problems/teeth breaking"), fatigue ("fatigue"), mood swings ("mood swings"), libido decreased ("low libido"), depression ("depression"), vulvovaginal mycotic infection ("vaginal yeast infection") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial and ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and urinary tract infection had resolved, the anxiety, vaginal haemorrhage, libido decreased and depression was resolving and the alopecia, hormone level abnormal, headache, female sexual dysfunction, tooth fracture, fatigue, mood swings, the last episode of weight increased, vulvovaginal mycotic infection and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, libido decreased, menorrhagia, mood swings, pelvic pain, tooth fracture, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: date of additional surgeries: on (B)(6) 2017. Type of additional surgeries: other. Patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti, hair loss, hormonal changes, headaches, weight gain and severe anxiety. Right side coils: 9. Left side coils: 5-7. Lot number reported (a47840) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.